Event description:
Dexcom was made aware on 05/11/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation, and infection, underneath sensor pod area, which occurred two days after the sensor had been inserted in the arm. An hcp (healthcare provider) was consulted, and the reaction was treated with a prescription of an oral antibiotic, co-amoxiclav. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).